Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient's hearing performance became gradually worse since (B)(6) 2017. No trauma was reported. The patient has been re-implanted on (B)(6) 2017.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Other damages found during investigation are most likely related to explantation surgery. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The patient's hearing performance became gradually worse since (B)(6) 2017. No trauma was reported. The patient has been re-implanted on (B)(6) 2017.